Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter passed the leak test and was able to maintain pressure.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure, the device began to lose pressure slowly. The physican added more fluid and the device began losing pressure more rapidly. After one minute into the heating phase, the physican stopped and pulled device out and it appeared to have a hole in it. There was a fluid deficit of 8cc's. Another device was used to complete the procedure with no adverse patient consequences.